Manufacturer narrative:
Correction: additional information received indicating abbott technical support confirmed the device had reached end of life due to normal battery depletion. Upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to be interrogated. No intervention was performed at this time. The patient was stable and will continue to be monitored.